Event description:
It was reported that there were concerns regarding alleged premature battery with this implantable cardioverter defibrillator (ICD). At the last follow-up, this device showed one year estimated battery longevity remaining. At the most recent follow-up, this device triggered end of life and interrogation was not possible. Subsequently, this device was explanted and replaced immediately. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns regarding alleged premature battery with this implantable cardioverter defibrillator (ICD). At the last follow-up, this device showed one year estimated battery longevity remaining. At the most recent follow-up, this device triggered end of life and interrogation was not possible. Subsequently, this device was explanted and replaced immediately. No additional adverse patient effects were reported. This device will not return for analysis, it was discarded.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.